Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 460 mg/dl at the time of call. The customer had difficulty breathing on saturday morning when his blood glucose was up to 500 mg/dl. The customer declined troubleshooting; the csutomer will wait for his doctor's office to call him with instructions. In the meantime the customer was treating via manual insulin injections. No products were returned or replaced.